Event description:
It was reported that during a prostate procedure the beam from the surgical fiber was observed to blink at 299,312 joules of use. There was no injury reported.

Manufacturer narrative:
Fiber and cap refer to thermal problem. Fiber analysis: a circumferential fracture of the glass cap was found at the output window; the glass cap/fiber distal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and charring of the cap output window was also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure.